Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source and insulin delivery was resumed. Blood glucose level was between 100-200mg/dl. It was also reported that multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue.